Event description:
It was reported that the patient line separated from the cartridge due to the patient line being pulled. Customer's blood glucose level was 150 mg/dl. Reportedly, a new cartridge was loaded to address the issue.